Event description:
It was reported that a malfunction occurred, but no notable events happened prior to it. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from support to reset the pump by following the provided instructions, as the malfunction code was resettable.